Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pacemaker dependent patient's pulse generator exhibited premature battery depletion; the device has been showing a sudden drop in battery longevity estimate. Patient's condition was stable. No intervention was performed.